Event description:
It was reported that while switching on the cs300 intra-aortic balloon pump (iabp) for commissioning, a defective display was observed and operation was no longer possible. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge representative has advised that the device is end of service, and there will be no technician deployment. The customer was previously provided with a "getinge end of service letter" indicating that nothing is being done on the service side outside of regular routine maintenance parts. The iabp is in medical technology department and the user no longer has access to it. No further investigation is required. (B)(6).

Event description:
It was reported that while switching on the cs300 intra-aortic balloon pump (iabp) for commissioning, a defective display was observed and operation was no longer possible. There was no patient involvement and no adverse event was reported.